Manufacturer narrative:
Complaint is not confirmed. Visual inspection no problems were found with the disassembled blue suture returned and anchor assembly with the white/black suture of the 4.5 mm peek corkscrew® ft suture anchor with one #2 fiberwire® and one # 2 tigerwire®. Functional testing was not performed due to the damage to the device. Per dfu-0087-13 rev 0, section g- precautions: 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations or, contact your arthrex representative for an onsite demonstration. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that an ar-1927psf-45 peek corkscrew ft sutures were knotted when the shaft was removed. This was discovered during an rc repair procedure on (B)(6) 2023. The case was completed using another ar-1927psf-45 peek corkscrew ft. No delay, no harm.